Event description:
It was reported that this pacemaker exhibited t-wave oversensing on a ventricular tachycardia (vt) episode. It was noted that the right ventricular (rv) sensitivity was set to 0.5mv. Technical services discussed device optimization. At this time, the device remains in service. No adverse patient effects were reported.